Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, heparin was on pause as the patient had gastrointestinal (gi) bleeding. Two units of red blood cells were given. It was reported that the patient had a history of gi surgery approximately 45 days prior. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the access site bleed could not be determined due to insufficient clinical details.